Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the lateral distal femur resections were under-resected by 2 1/2mm while using the robotic-assisted solution satellite station. It was reported that the anterior femur was over resected and had a significant notch. The reporter stated that the femur fit was okay with extra cement mantle. The reporter stated there was no additional medical/surgical intervention required as a result of the event. Additionally, it was reported that there were multiple power shut offs to the saw (wouldn't work) and user had to take the saw back to the home position as least two different times. It was reported that the saw appeared to be bouncing at a couple of different points a little bit. It was reported that the device was being used with a robotic assisted base station device and saw handpiece device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Upon evaluation it was determined that the device had a possible micro cable break. Therefore, the reported condition was confirmed. All testing passed following robot replacement. The assignable root cause was determined to be due to premature component wear.